Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. The service history review revealed no previous service events that would cause or contribute to the problem. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of rite issue of earth leakage failure was determined to be pneumatic system fluid ingress. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.